Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2026 it the patient was hospitalized due to massive pneumonia, urinary tract infection and a stoma infection. The massive pneumonia and urinary tract infection were determined to be non device related. The tubing was removed and replaced at a new stoma site. It was unknown if the patient received any treatment.